Manufacturer narrative:
The field service engineer (fse) observed the tubing had become disconnected from the probe wipe waste block. The fse cleaned blood and diluent from the drip tray from the fluid leak and replaced the tubing to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported less than one fourth cup of blood and isoton leaked around the blood sampling valve (bsv) and into the drip tray involving the coulter lh 750 hematology analyzer. The customer stated the fluid also dripped on the table. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.